Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.